Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2003.

Event description:
It was reported that during a routine device check. It was noted the right ventricular (rv) lead had experienced a lead warning approximately seven months prior. The patient had noted they were in the emergency department that day but would not share additional information with the clinician. At the time of the lead warning low rv lead impedance was noted. The current device check showed the device system was functioning normally and impedance measurements have been stable since. The lead warning was cleared and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.